Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea with exertion over the previous months. Twitching in the diaphragm was noted due to the right atrial lead. The output of the automatic sensing threshold test was reprogrammed and the lead remains in use. The patient is a participant in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that adaptive crt was also programmed off.